Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to 27 mg/dl and they were unconscious. Customer's spouse called paramedics and customer went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, "seizure treatment", and was intubated. Customer was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.